Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an ankle fusion surgery performed on (B)(6), 2021, outer threads of two (2) 7.3mm cannulated screws completely stripped off whilst being inserted by hand. Holes were not pre drilled but it was not particularly dense bone. Fragments were generated but they were removed easily without additional intervention. X-rays were taken intra op to find and locate particles. There was ten (10) minutes surgical delay due to the reported event. The procedure was successfully completed. No patient consequences reported. This report is for one (1) 7.3mm cannulated screw 16mm thread/50mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Photo investigation: the device was not returned. A photo-investigation was performed on all the provided images. Upon inspecting all the photos provided, the threads of both cannulated screws closer to self-drilling, self-tapping flutes were found to be stripped/worn out. The root cause of the complaint condition cannot be confirmed based on the available images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 - lot#. Photo investigation: the device was not returned. A photo-investigation was performed on all the images located under pc attachment received at 11-may-2021. Upon inspecting all the photos provided, the threads of both cannulated screws closer to self-drilling, self-tapping flutes were found to be stripped/worn out. The root cause of the complaint condition cannot be confirmed based on the available images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Visual inspection: the cannscr ø7.3 self-drill l50/16 sst (part #: 208.850, lot #: 8396495) was received at us cq. Upon visual inspection, the outer thread of the device was totally stripped. No other defect was observed. Dimensional inspection: se_381204 rev d. Specification. Total length of the screw: 50mm +/-0.5mm. Measured dimensions. Total length of the screw: 50.03mm - conforming. Device used: caliper ca802. Document/specification review: se_381204 rev g (current) and rev d (manufactured) were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the visual inspection of the returned screw revealed a stripped outer thread. Although no definitive root cause could be determined based on the provided information; it is likely that skipping the pre-drilling and the bone density contributed to this allegation. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided.,part # 208.850. Lot # 8396495. Release to warehouse date: 18 apr 2013. Manufacturer: grenchen. No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.